Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-16363, 1627487-2021-18957, 1627487-2021-18959. It was reported the patient's system was autoreducing. High impedances were noted. The lead extension was replaced, but the issue did not resolve. As a result, the patient underwent surgical intervention during which their leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.